Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 61-year-old female patient needing mechanical circulatory support. It was reported that post percutaneous coronary intervention, the patient started to deteriorate. The patient was found in ventricular tachycardia/ ventricular fibrillation and shocked multiple times. The patient was placed on impella for hemodynamic support. The impella was placed in the right femoral artery but post implant, the patient continued to have vt/vf. Additionally, the patient was oozing from the impella site. Femstop was applied which controlled the bleeding. No arrhythmia was noted overnight. Patient was still vented.